Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, under delivery was noticed. It was reported that pump was supposed to infuse 750 ml over 24 hours. The pump showed 750 ml was infused but 240 ml was left in bag. Reported that the patient did not receive the full quantity of drug prescribed. No patient injury reported.